Event description:
It was reported that both the atrial and ventricular leads were explanted due to dislodgement caused by twiddler's syndrome. It was noted that the lead was not capturing or sensing the ventricle.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.